Event description:
The pt had a possible infection so doctor did irrigation, debridement and exchanged the poly insert. The pt died at their home later as a result of a pulmonary embolism. No autopsy was performed. Reason for death not proven.